Event description:
It was reported that the pt had high lead impedance on system diagnostics. X-rays were taken and sent to manufacturer for review. Upon review of the x-rays, no anomalies were noted other than the pin possibly not being fully inserted, though this could not be confirmed. The pt has had several atonic seizures (not an increase) which may have caused or contributed to the high impedance. Pt underwent surgery to replace the lead. At the time of surgery, the pin was reinserted, but this did not resolve the high impedance, so the lead was replaced. It was also noted that the anchor tether was not on the nerve as is recommended per labeling. Product has been requested, but has not been returned to manufacturer to date.